Manufacturer narrative:
Reliability analysis evaluated 1 open/used reservoir. Performed visual inspection; reservoir was partially returned (only barrel). Missing transfer guard, plunger and stopper plunger. Unable to verify leaking anomaly. (B)(4).

Event description:
Customer reported via phone call that insulin began to flow prior to seeing numbers. Customer also reported that insulin leaked all over her desk when asked to lock reservoir in place. Customer reported that there was some insulin in the reservoir compartment, which customer cleaned out with kleenex. Customer reported that insulin was previously leaking from site while being out of town. Customer's blood glucose was 200 mg/dl. Supplies would be replaced.